Manufacturer narrative:
The ge service rep ordered a surge suppressor and isd-pc2 boards. The low voltage on isolation transformer was completed on the second day. The rep restrapped the transformer for 114 volts. The rep replaced the battery charger pcb. System functions as intended.

Event description:
The customer reported there was a charger failed error upon boot up. The system displayed an ac line voltage error message.